Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-06427. It was reported the patient experienced trauma to her back and since her scs stimulation moved to her abdominal area and no stimulation on her low back at all. A sjm representative met with the patient and reprogrammed the patient's scs system and effective stimulation was restored, however, the patient lost stimulation again. Follow up identified the patient's leads had pulled down. Surgical intervention was taken and the patient's leads were explanted and replaced. The patient reported receiving effective stimulation postoperative.